Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a thick flap with a difference of 43 microns between the planned and actual flap thickness of a patients left eye during corneal flap creation. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site to realign the beam to correct the issue. The treatment beam was grossly misaligned on the delivery arm, which could affect quality of the cuts. The representative also found the top of the objective lens assembly was heavily contaminated with dust. To correct the issues, they performed laser alignment and recalibration of the energy control board. The system is tested and verified to meet specifications for cataract procedure only at this site visit. The company representative will revisit the site to verify the specifications for flap procedure. It was also recommended to replace the burned optic from the laser engine and possibly surgical focus module replacement. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to the off-alignment beam through the articulating arm. The manufacturer internal reference number is: (B)(4).